Event description:
Patient presented with anterior chamber, flexible foot intraocular lens. Feet of lens were embedded in iris and patient had corneal decompensation left eye. Lens feet were amputated and remainder of lens was removed. Penetrating keratoplasty and iol exchange was performed. Original lens was implanted in san antonio, tx approximately in 1979 by m.d. Who no longer has records availabledevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.